Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, anomalies were observed on the anterior and posterior view of the device consistent with a crease/fold. Leak testing was performed, according to mentor procedure, and it revealed a tear on posterior view within one of the crease/fold measuring approximately less than 0.1 cm. Additionally, it revealed a leak from the valve. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. According with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 6555201 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient had undergone bilateral removal and replacement with the following devices: (left) 650cc mentor smooth round moderate plus profile saline catalog: 3502650 lot: 7701562 sn: (B)(4) and (right) 650cc mentor smooth round moderate plus profile saline catalog: 3502650 lot: 7625035 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/23/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware that the suspect medical device is the left side device: 475cc mentor smooth round moderate profile saline catalog: 3501680 lot: 6582496 sn: (B)(4). Mentor also became aware that the patient had undergone implant explantation on (B)(6) 2019. Reason for device explant and/or reoperation: deflation. Concomitant products: (right) 475cc mentor smooth round moderate profile saline catalog: 3501680 lot: 6555201. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant products: 475cc mentor smooth round moderate profile saline catalog: 3501680. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 475cc mentor smooth round moderate profile saline breast prostheses, experienced partial deflation on an unspecified side post-operatively. Two lot/serial numbers were provided but since not side was provided, these will be provided: left ((B)(4)) and right ((B)(4)). At the time of this report, mentor has received no information regarding explantation or an expected explantation date.